Manufacturer narrative:
Contact person name:(B)(6). Event site address: (B)(6). Upon completion of the investigation into this event a follow up report will be submitted.

Event description:
It was reported by the customer that during clinical use the cardiosave intra-aortic balloon pump (iabp) autofill failure alarm occurred. There was patient involved; however, no harm or injury was reported. A replacement device of the same model was brought to the patient, and the iab operated normally with it.